Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity.¿ number 11 states, "wear and/or deformation of articulating surfaces." This report is number 12 of 13 mdrs filed for the same patient (reference 1825034-2014-07370, 07371, 07372, 07373, 07375 and 2016-02250, 02251, 02253, 02255, 02256, 02257, 02260, 02261. Product location unknown.

Event description:
Patient's legal counsel reported that patient underwent a right hip revision procedure four (4) days post-implantation due to unknown reasons. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received confirms patient was revised approximately four (4) days post-implantation due to protrusion and instability of the acetabular component. During the procedure, a hematoma and scar tissue were noted as well as a deficiency in the medial and anterior inferior walls of the acetabulum. Allograft and bone grafts were utilized for stability and the modular head, acetabular cups and liner were removed and replaced.